Event description:
Procedure type: low anterior resection. According to the reporter: after the anastomosis by double stapling technique was done, the anterior wall of rectum was torn. The surgeon repaired the site by manual suturing. No bleeding and no delay to surgery were reported.